Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2014 and the patient with reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed may 23, 2014.

Manufacturer narrative:
(B)(4).